Event description:
A healthcare facility in (B)(4) reported that water leaked from the spike of two mr290v vented autofeed humidification chambers during set up. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: one of the two complaint mr290v chambers were returned to fisher & paykel healthcare in (B)(4) for investigation. It was visually inspected for damage and was connected to a waterbag for functional testing. Results: the chamber filled normally when connected to a waterbag; however, once the chamber had filled, small drops of water were observed to leak from the connection between the feedset tube and waterbag spike. Inspection showed that insufficient glue had been applied between the connection of the feedset tube and spike, causing the leak. A lot check revealed six other complaints of this nature for lot number 100302. Conclusion: all chambers are pressure tested before leaving the production line and any holes or leaks in the feedset are identified during this process. Our user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." The waterfeed tubing is attached to the spike by an automated gluing process. As part of our ongoing improvement process, additional glue is now applied to the water feedset spike during the automated assembly. (B)(4).